Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed.

Event description:
It was reported on (B)(6) 2022 by a sales representative via phone that an ar-3638dc drill guide would not allow drill bit do bore deep enough for full insertion of the ar-3636 fibertak, therefore fibertak pulled out . Case involvement, no patient effect.